Event description:
(B)(4). The hospital reported that during an endoscopic vein harvesting procedure, the second vasoview hemopro 2 failed to provide energy to the jaws, and the jaws did not work. A third kit was opened and the procedure was successfully completed without further issues. No patient harm.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.